Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zbx3 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that all electrodes showed impedances greater than 4000 ohms. The lead was cleaned and dried and re-inserted into the battery header three times. The battery header was also suctioned. The impedances did not resolve. The decision was made to try a new lead and connect it to the same battery. Again, all electrodes were impeded with greater than 4000 ohms. Then the decision was made to connect the new lead to a new battery and all impedances were resolved.

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d10: product ID: 978b128 lot# va2zbx3: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.